Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 2017865-2020-16175. It was reported that the patient presented for a generator change due to elective replacement indicator. Upon opening the pocket, it was noted that there were insulation breaches on both the atrial and right ventricular leads. When the leads were manipulated, noise and loss of capture were seen. The leads were capped and replaced. The patient was in stable condition.